Event description:
The tech alleged the bed had a loss of ground. No pt impact.

Manufacturer narrative:
The tech found the ground wire was loose. The tech tightened the ground wire in the power cord plug to resolve the issue.